Event description:
Rn reports she was stuck with a dirty lidocaine needle after using it on a patient. Needle was a hypodermic needle-pro edge safety device, but upon placing it into sharps container, the safety needle lock failed and the needle was not contained within the plastic safety lock. Source testing done on patient for employee's sake. Needle was discarded in sharps container so no device available for evaluation purposes.